Event description:
Delay of therapy reported. General report that nurses in the outpatient infusion center are experiencing cassette alarms during both initial priming of the IV tubing and after the infusion has been started (occurs with various intravenous solutions). When the alarms occur on an infusion that has been "hanging for awhile" the nurses report that they observe "air in the chamber of the cassette". IV tubing is changed to solve the problem. The nurse reports no additional doses have been prescribed but delays in treatment up to one hour in length have occurred, an unspecified number of which occur during infusion of chemotherapy. The customer reports no pt harm occurred. Additional info was requested, but no further info has become available.

Event description:
Add'l info rec'd from the customer: pt admitted to the emergency room (ER) dept with a diagnosis of an evolving myocardial infarction. The pt was started on a dopamine drip (rate to titrate) and the ER nurse reports that "after the infusion had been hanging awhile the cassette alarms occurred." The ER nurse attempted to silence the alarms by following the proper guidelines for troubleshooting alarms and even changed pumps without success. The cassette was changed and there were no further problems. The pt remained hemodynamically stable through the event.